Manufacturer narrative:
E1-facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a transcervical resection (tcr) procedure, the roller of the subject device came off and fell into the uterus. The broken part was successfully retrieved. The procedure was then completed with a similar device. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Visual inspection confirmed that the electrodes and arms of the product were deformed and that the electrodes were broken. Based on the results of the investigation, this event is caused by a component failure of the electrode. However, the definitive root cause of the reported issue could not be determined. The cause of the electrode/arm deformation and electrode rupture found during visual inspection cannot be determined, but it is possible that the deformation may have been caused by an external overload. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer that the roller was discharged from the body and was collected at the same time. There were no further diagnostic imaging performed. There were no further reports of patient harm.